Event description:
It was reported that during a procedure with this console, it was noticed a smoke smell at the fiber connection level and the fiber was broken. The procedure had to be canceled when the patient was under general anesthesia. This event is being reported for the fiber break.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Manufacturer narrative:
D4 lot number had been added. Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified that the fiber broke as it was returned in two pieces; being the body separated from the connector. Microscopic analysis identified that the tip was degraded and the connector had burn marks on the face. The fiber was also functionally tested by connecting it to the console and it read "error 67: fiber expired". A review of the device instructions for use (IFU) was completed and it did not reveal any evidence of device misuse, off label use, or failure to follow instructions. It is most likely that the interaction between the console and the fiber may have led to overheating, causing the observed fracture and burn marks in the connector face. With all the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified the separation between the body and the connector.

Event description:
It was reported that during a procedure with this console, it was noticed a smoke smell at the fiber connection level and the fiber was broken. The procedure had to be canceled when the patient was under general anesthesia. This event is being reported for the fiber break.

Event description:
It was reported that during a procedure with this console, it was noticed a smoke smell at the fiber connection level and the fiber was broken. The procedure had to be canceled when the patient was under general anesthesia. This event is being reported for the fiber break.

Manufacturer narrative:
D3: manufacturer email: (B)(6).